Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance (sli) measurement but the value was not posted on the remote monitoring system. Boston scientific technical services (ts) discussed the possible causes and trending window. The device was interrogated with a programmer (prm) which revealed an oor sli measurement of 125 ohms. Review of data also showed an increase in pace lead impedance (pli) measurement on both the rv lead and right atrial (ra) lead, but were within the normal range. Additional information from the field representative indicated that oor sli measurement was not conclusively determined and the patient as well as trending will continue to be observed. The system remains implanted and in service. No adverse patient effects were reported.